Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failed. A field service engineer (fse) found that the remote manager refrigerator was not unlocking. The customer reported that the latch would sometimes click but the door could not be opened. Upon arrival, attempts to duplicate the issue in the hardware test application confirmed that the latch was beginning to fail. The latch and harness were replaced. The remote manager was tested in the hardware test application, all results were good, and the customer confirmed proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, heard the click of the remote manager to open but it does not release when staff click on medication to pull from the refrigerator. They unable to open the door to pull the medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.